Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right unknown adverse event. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that an asian female patient underwent breast augmentation with 475cc mentor memorygel breast implant on both sides on (B)(6) 2018. The devices were explanted on an unknown date. Reason for removal was not provided. Further information is needed to confirm why the implants were removed. Follow ups are in progress and supplemental report will be submitted upon receipt of information. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 27, 2025, mentor became aware that the patient experienced breast implant illness. Hence, clinical code under field h6 has been updated accordingly. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: right generalized illness. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).